Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer the pump is leaking. MDR filed.

Manufacturer narrative:
Serial number (B)(4) is for the hydraulic pump (model number 9099p), used in model number 9805p patient lift.